Event description:
A skin reaction was reported with the adc freestyle libre sensor. The customer experienced symptoms of irritation, itching, redness at the sensor site. And had contact with a healthcare provider, who prescribed an unspecified cream as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage was observed on the sensor patch. Performed visual inspection on the returned adhesive, observed abnormal material adhered to the adhesive. Further investigation was performed on the returned product. Performed a visual inspection on the returned unit and verified, that the "abnormal material adhered to adhesive" was an under bandage added to the product by the user. The addition of this under bandage only allowed, the supplied adhesive patch to make minimal contact with the user's skin. Furthermore, the dose audit reports and environmental monitoring reports reviewed, previously conducted indicated, that the product was effectively sterilized to adc requirements. The DHR review also indicated, that the product met specifications on the manufacturing line. This case is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the adc freestyle libre sensor. The customer experienced symptoms of irritation, itching, redness at the sensor site and had contact with a healthcare provider who prescribed an unspecified cream as treatment. There was no report of death or permanent injury associated with this event.